Manufacturer narrative:
An event of calcific stenosis, regurgitation and high gradient was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, an aortic valve replacement was performed due to aortic stenosis and a 21 mm trifecta valve was implanted. A concomitant CABG x 1 was also performed. An echo performed on (B)(6) 2018, revealed severe calcific stenosis of the 21 mm trifecta valve with mild regurgitation, mean gradient = 40 mmhg. Since the patient was not a surgical candidate, on (B)(6) 2018, a valve-in-valve procedure was performed due to stenosis and a transvalvular gradient. A 23mm medtronic corevalve was implanted within the trifecta valve. The patient was reported to be stable and was discharged on (B)(6) 2018.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 3001883144.